Manufacturer narrative:
Device 2 of 6.

Event description:
Unomedical reference number (B)(4). Event occurred in canada. It was reported that the patient faced issue with 6 infusion sets adhesive simce 21-may-2024. The infusion set fell off after 12 hours of use. The patient resolved the issue by replacing infusion set and resumed insulin. No further information available.